Manufacturer narrative:
(B)(4). Device code changed from to "device operates differently than expected" this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications the device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was carried out. No visual defects were observed. The device was evaluated for electrical function. A reference hemopro 2 was connected to a reference power supply and the noise was heard while sealing veins. Similarly same reference hemopro 2 was connected to the reported power supply and a louder noise was heard while sealing veins. The procedure was conducted 3 times at different levels of energy. It was observed that the reported t. W. Power supply makes a louder noise than the reference power supply used for comparison. Based on the evaluation results, the complaint is confirmed for the reported failure "device operated differently than expected".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply volume was really loud. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply volume was really loud. The hospital did not report any patient effects.